Event description:
Livanova deutschland received a report that an electrical remote-controlled tubing clamp (erc) had a failure during service activity. In detail, the clamp icon disappeared from the cp5 control screen. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The incident occurred in (B)(6) spain. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue: clamp is not recognized by the system. In order to solve the issue, zak board will be replaced upon customer's approval. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
Device was returned to manufacturer for repair. Upon inspection, issue was confirmed: the clamp was not recognized by the system. As troubleshooting the zka board was replaced. Functional checks device was returned to manufacturer for repair. Upon inspection, issue was confirmed: the clamp was not recognized by the system. As troubleshooting the zka board was replaced. Functional checks passed positively and unit has been returned to service. A device service history review has been performed and identified that the unit was manufactured in 2021 and no other similar event has been reported, neither concerning trend has been identified. Based on the outcome of service activity, the root cause of the reported issue has been assigned to an electrical failure of the zka board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents. However, there is no concerning trend for this kind of failure. Livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.